Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. On an unreported date, the pt was treated for peritonitis with a loading dose inj (injection) vancomycin-ip (2gm, weekly once for 2 weeks) and inj fortum-ip (250mg in each bag, 3 exchanges per day for 14 days). The cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.